Event description:
It was reported that the patient had a fall that led to their leads migrating and the ipg to no longer be able to connect to its external devices. The ipg is deemed inoperable. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the issue is only on one lead and not two leads as previously reported. Therefore, this is no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that the issue is only on one lead and not two leads as previously reported. Therefore, this is no longer reportable.